Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2023-oct-20. The pt confirmed that both the recharger cord and the donut got pretty warm. They stated they had kept the charger on for several hours and it did not get any higher. The pt wasn't sure if the device charged at all. There was no change; they were charging the ins per normal and it was declining. The pt had talked with someone for a long time trying to figure out the charging issues reported. They eventually told the pt to send the charging equipment back. Pt provided their weight.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that last night they were charging their implant and the implant battery was at 70% and the controller was at 100%. Caller stated they charged the implant for 2.5 hours and nothing happened and neither battery level changed. Caller stated they took the charger off and it popped up with a message that said to call medtronic immediately. Caller did not know any other details of the message. Caller noted that the entire system (the controller and recharger) felt warm last night. Caller added that this morning the controller was completely dead and would not come on, but before they called they plugged it into ac power and it seems to be charging like normal. Agent had caller reset the controller. Caller confirmed no visible damage to the equipment. Caller connected the ac power supply to the controller and confirmed the controller was charging with a green light blinking. Caller stated the implant battery was in the red. During the call, the controller battery level went from 0% to 10%. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. Agent recommended caller write down the details of the error message if it returns when charging their implant. Caller asked for their rep's phone number; agent redirected to hcp. Caller commented that they know their recharger was replaced not too long ago and couldn't remember if the controller had been replaced. On (B)(6) 2023 additional information was received from the patient (pt). Pt reported both the charger and the paddle were more than warm but are working ok now. Pt could not clarify the message received. Pt reported the contributing factors were the pt had the paddle on the spot with excellent indicated. The battery indicated it was at 70% when they started, but it never changed. Pt then called the manufacturer for help. Pt is not really sure of the cause. Pt reported patient services said to try it again later, and pt did, and they have charged several times since with no problems. Weight was received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.